Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the device was returned. The introducer sheath was returned disconnected from the storage tube. The dilator was returned inside of the introducer sheath. The distal tip of the dilator was returned slightly buckled; however it is unknown how this occurred as this was not reported by the user. The tuohy-borst was returned loose. The delivery pusher catheter was kinked approximately 56.9cm from the proximal end of the pusher handle. The returned filter was returned partially deployed from the storage tube and exhibited all 6 arms and 6 legs which were present and intact. No other anomalies were identified on the returned device. Functional/performance evaluation: the filter was removed from the storage tube. The storage tube and introducer sheath were examined under microscopic magnification (15x) and diagonal inner surface skiving was identified on both the storage tube and introducer sheath. The skiving is most likely due to the filter feet as it was being advanced through the sheath. No other anomalies were located on the returned device. Heat was applied and the filter took the appropriate shape. Measurements were conducted and all measurements met the required specifications. Medical records review_image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for failure to advance as the filter was returned still loaded inside the storage tube. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. Eval & desc - method: microscopic inspection. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vena cava filter procedure, the filter was unable to be advanced out of the storage tube into the delivery sheath; therefore, the filter system was exchanged for a new filter system that was prepped and deployed successfully. There is no reported patient injury.